Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was failed. A field service engineer stated that, according to the client, there was a failed drawer, but the specific drawer was unknown. A proactive system inspection was performed to identify the drawer causing the failure. No failed equipment was found when the fse arrived on site. The system functioned as intended after the field service engineer investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned that drawer failed to recover. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.